Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found to accurately detect upstream occlusions during testing. The reported condition was not verified. No correction is required. Service evaluation found an unrelated failure of a delayed keypad response. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not detect upstream occlusion. The process step and the location where the problem was found were unknown. There was no patient involvement. No additional information is available.